Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted with an implantable neurostimulator (ins) reported that they were having an intermittent/erratic simulation. Patient reported an uncomfortable /overstimulation. The patient met with the manufacturer representative for reprogramming on the day before the report. Patient reported that they noticed that after the reprogramming session the stimulation was coming on and going off but it was not like set. It was clarified to the patient that it means that the stimulation will suddenly feel strong and go down to a comfortable level without them making adjustment. The patient stated that they thought it was because the battery was low but they recharged the night before the report and it was still doing it. Patient reported that while standing or sitting down, the stimulation increase and was really stronger than the setting they had on. The patient reported the stimulation is not strong but they do not know why the setting is changing. Patient reported that they changed the setting to where it was comfortable but it became strong again on its own. It was reported that when adjustment is made to the adaptive stimulation, it stays in position for 5 minutes but the stimulation shoots right back up on its own. It was reported that this has been occurring intermittently. The indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.